Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inappropriate automatic mode switch due to noise oversensing on the atrial lead. On (B)(6) 2021, the physician elected to cap and replace the lead. The patient condition was stable.